Manufacturer narrative:
There was an incidental finding of cosmetic damage to the external portion of the patient's driveline found during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that there were no more issues with pump stops and the patient had been sleeping on a power module with an ungrounded cable. It was reported there was no mention to the cause of/or associated of the aortic insufficiency with/ worsened by the lvad.

Manufacturer narrative:
Additional information manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that could have contributed to the reported alarms and pump stoppage events captured in the submitted log files. A distal-end driveline replacement was performed on (B)(6) 2019 and approximately 18.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, even with manipulation of the driveline. Rescue tape was observed at the base of the metal connector. Removal of the rescue tape revealed a small cut in the controller connector bend relief. The bionate cover was discolored but showed no signs of damage. One area of severe shield breakdown was observed approximately 2.5¿ through 3¿ from the metal connector. Additional areas of minor shield breakdown were observed approximately 4¿ and 5¿ from the metal connector. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The heartmate ii lvas IFU addresses all pump parameters including pump speed, power, flow, and pulsatility index. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 6 of the hmii IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, address how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These sections also outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that red heart and yellow wrench alarms occurred. The log file reviewed by the manufacturer's technical services noted multiple pump stoppages and low speed operations which dropped below the low speed limit of 8800 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the mobile power unit. Submitted x-ray images appear unremarkable. It was reported that the patient will be sent home with a non-grounded patient cable. The patient was later admitted for observation of another pump stoppage. The system controller was exchanged. The patient remained connected to hospital owned equipment, the "grounded' patient cable and power module, without any alarms. The patient has a severe aortic insufficiency, reflected in his high flows and high powers. The patient experienced another pump stoppage on (B)(6) 2019 while on the mpu. On (B)(6) 2019 a percutaneous lead repair was performed. The patient placed on regular grounded patient cable post repair without incident. No additional information was provided.